Event description:
It was reported patient had an initial right tha. Subsequently, the patient was revised 4 years¿ post-op due to in-vivo corrosion, tissue damage, necrosis, pain, elevated metal ion levels, pseudotumor, instability, and limited mobility. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected 00801803202-femoral head-62299121. 00786201300-femoral stem-62295654. 536000049-cluster-hole porous shell-62178188. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00755 - 1 . 0001822565 - 2019 - 05011. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00755.

Event description:
It was reported that patient underwent a right hip revision approximately 4 years post implantation due to unknown reasons. During the surgery, the head and liner components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.